Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Clinical reason being mentioned as refractive error. The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).